Manufacturer narrative:
Patient had a sculpsure laser procedure on the abdomen in (B)(6) 2016, however complained of a recent surgical removal of nodules/fat necrosis on (B)(6) 2018. Cynosure became aware of this event on october 2, 2018. When the patient was first treated with the laser, edema/erythema was experienced which are expected side effects from laser treatments. There was no medication associated with the event. The treatment parameters used in the laser procedure were followed per the clinical reference guide. There was no additional information made available by the customer site because the patient has been unresponsive. A recent device evaluation found the unit operating as intended working within specification. Though the patient's experience are expected side effects from a sculpsure laser treatment, this event is reportable because the patient sought medical intervention via a surgical procedure.

Event description:
Patient had medical intervention following a laser procedure.